Event description:
It was reported that the patient presented to the emergency room complaining of feeling tired and weak. The patient had a heart rate of 30 beats per minute. The capture threshold had risen and noise was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.